Event description:
It was reported that a spectrum pump had an repeated shutdown error occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the "repeated shutdown error" was reproduced. A review of the event history log revealed "repeated shutdown error" as multiple "improper shutdown!" Messages. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device and found that the battery pins on the rear case were stuck. It was determined that the cause of the reported issue was the stuck battery pins, and the rear case required replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.